Manufacturer narrative:
Lot number: unknown. Expiration device: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date: unknown due to unknown date of event. Explanted date: unknown if the device was explanted. Device manufacuture date: unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the doctor had a bleed after using an 8fr angio-seal device. The patient experienced a hematoma 48 hours post procedure.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for the post deployment hematoma as alleged. An exact root cause for the issue was unable to be determined but could be related to improper positioning or incomplete tamping of the collagen sponge. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).